Event description:
Pt implanted in 2004 fell in a hotel some years ago and a screw broke. It is unk if the device was explanted.

Manufacturer narrative:
Note: blank fields on this form indicate info that is unk, unavailable or unchanged. Date of implant reported as 2004. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.